Manufacturer narrative:
One device was returned for repair. Visual inspection revealed the downstream occlusion (dso) seal was delaminated. Review of the event history log showed error code 45630. No service history was related to this repair. Functional testing confirmed the customer reported issue. The error code was reset and during repair/testing the error code did not return. The dso seal was replaced. Pump passed all tests following repair and reset.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'last error code 45630'. There was unknown patient involvement.